Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between june 2 - 6, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not flow. After the expected infusion time, the weight of device (171.3g) did not change after the initial filled weight. Therefore, no solution had infused. The device contained fluorouracil. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.